Event description:
It was reported that there was a loudspeaker issue message on the intellivue mx450 patient monitor and no sound was coming from the device. It is unknown if the device was in use on a patient, but no adverse event to patient or user was reported. A philips remote service engineer (rse) spoke to the customer. A replacement loudspeaker assembly was shipped to the customer to repair the device and resolve their issue. This is considered product malfunction as the device failed to meet specifications.